Manufacturer narrative:
Results: the neuron delivery catheter 070 (neuron 070) packaging card was folded near the top. The neuron 070 was kinked approximately 4.0 cm from the hub. The neuron 070 was fractured approximately 103.5 cm from the hub, and kinked and ovalized in multiple locations along the distal shaft. Conclusions: evaluation of the returned device confirmed that it was fractured near the distal tip. The observed fracture is consistent with damage that would occur if the product display box or the packaging card is impacted or otherwise crushed from the proximal end, subsequently forcing the neuron 070 distally on the packaging mandrel. If the neuron 070 is advanced far enough distally while still mounted to the packaging card, its distal tip may become pinned underneath the blank label that is used to hold the packaging mandrel to the packaging card. This will cause resistance when the neuron 070 is removed, and additional force will likely cause the catheter to become fractured. The fold observed on the packaging card, and the slight kink near the hub are consistent with evidence suggesting that the neuron 070 was impacted from the proximal end while still in its packaging. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the tip of the neuron delivery catheter 070 (neuron 070) came off upon removal from the packaging. The damage to the neuron 070 occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron 070.